Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to history of pulmonary embolism (pe) and contraindication to heparinization. Patient is alleging tilt and vena cava/organ perforation. The patient further alleges "I had more blood clots in (B)(6) 2019 which gave me shortness of breath and fatigue." Report from CT (computed tomography): "umbrella type ivc filter is present with tip 8 mm inferior to the left renal vein. There is an 8degree leftward tilt of the apex of the filter to the left on coronal images, and an approximately 9 degrees anterior tilt. There is circumferential protrusion of all 4 major struts, left anterior strut protruding into the duodenum, left posterior strut protruding into the anterior l3-4 disk margin, right posterior major strut protruding lightly into the right psoas muscle, lateral strut tip in close proximity with small venous branches and the superior margin of the proximal right ureter. Smaller strut tips on the right; with one anteriorly and what appears to be a small vein extending into the adjacent vena cava and the more posterior just external to the right psoas muscle."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: blood clots, dyspnea, fatigue. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported dyspnea and fatigue are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Rpn/lot is unknown, however, no evidence to suggest that the device was not manufactured and inspected according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. On (B)(6) 2019 the [pt] learned that the filter has tilted as well as perforated into his duodenum, l3-4 disk margin, and right psoas muscle". Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of [pt]'s life, he will require on-going medical monitoring and use of anti-coagulants".